Manufacturer narrative:
.

Event description:
The hcp reported that he pulled back all of the medication contents from the reservoir. The pt did not go through withdrawal. The pt was given oral medication. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.